Event description:
As reported by the affiliate, the hubs of both cypher sds were found to be cracked during prep. It is unk if the cracks were present on the hubs before attaching the inflation device or if they occurred during attachment. Neither device was ever inserted into the pt. The account was able to use different cyphers to successfully complete the procedure. Pt and procedural details are unk.

Manufacturer narrative:
This product is distributed outside the us, but is similar to a us distributed stent delivery systems. The product is said to be available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt. Please note that this is one of two products used during the same procedural setting. Please reference MFR. Report #: 9616099-2009-00243.